Event description:
Procedure type: unknown. According to the reporter: lens fell off the end of the visiport. Tip of the device was thought to have broken off in the patient at the beginning of the case. Tip not seen or found during laparoscopic examination. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 10/27/2009.